Event description:
It was reported that on (B)(6) 2003 the patient presented with neuromuscular scoliosis status post spinal fusion all the way down to l5 with galveston cobb instrumentation. The patient underwent anterior discectomy at l5-s1; anterior interbody fusion at l5-s1; allograft femoral ring strut augmented with rhbmp-2/acs and putty. On (B)(6) 2009 the patient presented with pseudoarthrosis l1-l2, status post op anteroposterior fusion for correction of neuromuscular scoliosis secondary to myelomeningocele. The patient underwent exploration and fusion from t6 to s1, posterior lumbar interbody fusion l1-l2 posterior spinal fusion l1-2 autologous local bone grafting augmented with rhbmp-2/acs and mineralized bony matrix. On (B)(6) 2010 the patient presented with neuromuscular scoliosis status post anterior and posterior fusion with pseudoarthrosis l1-l2. The patient underwent removal of instrumentation synergy from t5-l5, exploration of fusion from t5-l5, posterior spinal fusion from l1-l2, posterior spinal segmentation from t5-l5 using titanium autologous local bone augmented with rhbmp-2/acs and demineralized bony matrix. On (B)(6) 2011 the patient presented with nonunion l1-l2 status anterior and posterior fusion for neuromuscular scoliosis. The patient underwent anterior interbody fusion l1-2 using rhbmp-2/acs and dbm. The patients post op period was marked by complications which included medical treatment, need for additional surgery, pain,nerve damage, nerve impingement, and ectopic bone formation. The patient experienced physical and mental pain and emotional/mental damage.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that on (B)(6) 2011 the patient underwent the following procedures: anterior interbody fusion l 1-2; interbody grafting using autogenous rib graft augmented with rhbmp-2/acs and demineralized bony matrix in form of inter-grow. Op-notes: ¿..then the surgeons went ahead and implanted autologous rib graft into the space and augmented with rhbmp-2/acs and demineralized bony matrix in form of inter-grow. Intraoperative x-rays were taken and showed that we were at appropriate levels. The patient tolerated procedure well. There were no complications. On (B)(6) 2011 the patient underwent the following procedures: anterior approach and spinal fusion l1-l2. To treat the following pre-op diagnosis: degenerative scoliosis and non-union l1-l2.